Event description:
A peritoneal dialysis (pd) nurse reported on (B)(6) 2015 the pt reported abdominal pains, and the pt was requested to visit the clinic on (B)(6) 2015. The cultured effluent from the peritoneal dialysis catheter confirmed escherichia coli contamination peritonitis. The pt was not hospitalized for the episode of peritonitis and was treated in-clinic and administered vancomycin (1g) and gentamicin (60mg). This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique during treatment. As of (B)(6) 2015, the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue, the complaint of discomfort and signs and symptoms of peritonitis resolved, and the pt continued taking 60 mg gentamicin daily for the next week. Medical records were requested.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.